Manufacturer narrative:
The insulin was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. The device was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to ocean water. The customer removed the battery because the device was beeping and when reinserting it, she received a button error alarm and the buttons became unresponsive. Blood glucose value was 152 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.